Event description:
On september 29, 2009, a doctor reported that a zirconia restoration, which had been treated with silane, was seated using nx3. The restoration fell off about 1 month after placement.

Manufacturer narrative:
The doctor reported that a zirconia restoration, which had been treated with silane, was seated with nx3. The restoration fell off approximately 1 month after placement. The doctor reported that she did not follow product instructions in that she silanated the bonding surface of the zirconia restoration (a metal oxide). This is not recommended because silanation interferes with bonding. This is the final report.